Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber broke / ceased to work properly; no additional information or detail was provided. The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the distal end of the glass cap was detached and not returned; the metal cap exhibited moderate burnt on detritus; the metal cap exhibited mild signs of melting; the glass cap exhibited moderate devitrification at output window. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.